Manufacturer narrative:
The device has not been returned to (B)(4). When the device is received, an investigation will be completed and a supplemental medwatch 3500a emdr will be submitted. Distributor stryker . Device not returned to manufacturer.

Event description:
It was reported during a left hip surgery that the sales rep alleged the handle broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The customer had initially indicated that the device would be returned for evaluation. However, the customer has since indicated that the device will not be returned. Therefore, the reported event could not be confirmed. A manufacturing review was performed and did not reveal any discrepancies. No further investigation is required. Corrected lot number format. Corrected device manufacture date. Updated methods code.